Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The manufacturer's service technician was able to duplicate the reported problem. Unit is out of warranty, therefore service technician recommended customer replace the power supply to correct the reported problem. Customer removed power supply from device and returned to manufacturer for analysis. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.